Manufacturer narrative:
The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company will file a follow-up report if additional information becomes known. Add'l catalog#: appl. 900-002. Add'l device MFR. Date: appl. 02/2005.

Event description:
Pt was treated with a reusable applicator without incident. Pt readmitted to hospital. Additional surgical procedures performed.